Event description:
The facility reported a faile code 812:02. Information was not provided regarding whether or not the failure occurred during a patient infusion. The patient incident involving this pump since the last baxter service event.